Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 315. Customer stated that his insulin pump had a motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion tests. Unit was received stuck in motor error alarm loop during bolus /basal delivery and a motor error alarm was in history file. The motor was tested outside of the device and it passed. The motor may had an intermittent failure that it was not detected during our testing. Unable to perform the occlusion and no delivery alarm test due to motor error alarm.